Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent foreshortening occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After pre-dilation, a 4.00 x 38 synergy¿ drug-eluting stent was advanced and difficulty crossing the lesion was noted. The physician felt that the strut was deformed when he tried to pass it. Eventually, the device crossed the lesion and the stent was implanted; however, it was observed that the image of the stent looked deformed at the lesion and stent foreshortening was noted. Subsequently, post dilation was performed and another stent was implanted to cover the deformed area and for better vessel flow. No patient complications were reported and patient's status was stable.